Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the surgeon could not close grasper jaw down on the rotator cuff tendon. Jaw won't close/clamp shut all the way. It is suspected that the instrument malfunctioned sometime during the cleaning and sterilization process. No patient injury or complications were reported.